Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The patient reported that he was having problems with his device. The patient was transferred to patient services. The patient reported poor communication which had been going on for about a week. The patient stated that he had been trying to change the program for his ins but has been getting poor communication. The patient stated that he has to change programs periodically, otherwise "it seems to hurt in my back occasionally". The patient noted that this had been going on maybe for the last year or so. The patient noted that he was not experiencing hurting in his back at the time of the call. The patient reported that he had noticed a return of symptoms about 3 days ago. Previous to the call, the patient replaced the patient programmer (pp) batteries, and tried using the pp with and without antenna, but couldn¿t resolve the issue. Patient services reviewed considering ins longevity relative to date of implant and that the ins battery may be depleted. The patient stated that his healthcare provider (hcp) recently checked the ins and said the system was working well, and that he would like to try replacement pp. The patient was transferred to repair. Additional information was received on (B)(6) 2018 in a patient letter. The follow-up with the patient determined that the replacement programmer did not resolve the reported issues and that the patient needed a "new battery," but it was unclear if the patient was referring to the patient programmer (pp) battery of the implant. Patient status is unknown at the time of this report. Additional information was received on (B)(6) 2018. The patient reported that the ¿new battery¿ the patient needed was their implant. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ipg 3058 interstim ll (serial # (B)(4)) observed no output or telemetry on the neurostimulator (I ns) and determined normal battery depletion. A lab functional test determined that no output was observed on any electrode pair. If information is provided in the future, a supplemental report will be issued.